Manufacturer narrative:
Device evaluation: 1 x zebd-7-12 device of lot number c1740034 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. On evaluation of the device, 2 kinks were observed; ¿on the tapered end on the 2nd and 5th porthole¿. The evaluator also noted a ¿0.035 inch wire guide would not pass the kink¿. Document review: prior to distribution zebd-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-12 of lot number c1740034 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1740034. It should be noted that the instructions for use (ifu0045-7) states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. A definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Complaint device was returned and evaluated on 29-jan-2021. Kink on tapered end of the device was confirmed. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt of the device and device evaluation on 29-jan-2021. When the physician was advancing the reported stent over a wire guide, the pig-tail part of stent got kinked. Therefore, another manufacturer's device was used instead. No adverse events to the patient were reported. 1. Please indicate where the device was stored prior to use. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Visi glide2 /0.025inch/olympus. 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? No. 3b. If yes please indicate the procedure performed. 4. Was the wire guide inspected for damage prior to use? Yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished? Another. Manufacturer's device was used instead. 8. Was a straightener used to straighten the stent? Unknown.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician was advancing the reported stent over a wire guide, the pig-tail part of stent got kinked. Therefore, another manufacturer's device was used instead. No adverse events to the patient were reported. Please indicate where the device was stored prior to use. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visi glide2 /0.025inch/olympus were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? (No) if yes please indicate the procedure performed. Was the wire guide inspected for damage prior to use? (Yes) was the device at the centre of the complaint inspected for damage prior to use? (Yes) did the patient involved exhibit altered anatomy or tortuous anatomy? (No) if not with the device in question, how was the procedure finished? Another manufacturer's device was used instead. Was a straightener used to straighten the stent? (Unknown).